Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while riding the train. Technical services (ts) analyzed device episode data and found that the shock was due to oversensing of electromagnetic interference (emi) noise. The noise could not be reproduced with isometric testing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.